Event description:
During surgery the 30 degree offset broach handle came apart and the pieces fell onto the floor in the operating room. The instrument was reassembled and re-sterilized quickly in order to complete the case. No patient harm reported. MFR ref #3005180920-2014-00185.